Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during catheterization, a nurse discovered the tip of the micro-catheterizer was cracked and bent upward. The issue was resolved by replacing the product. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of cracked and bent microintroducer sheath is confirmed; however, the exact cause is unknown. One video of a microintroducer sheath was returned for evaluation. Visual observation of the video shows a microintroducer sheath being held over a paper towel. The videographer is observed to be showing various sides of the distal tip of the microintroducer sheath. The distal tip is observed to be frayed and cracked. No other damage can be discerned from the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.